Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years or older.(B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used to deploy a watchman® closure device. The device required a partial recapture and during the recapture, the access system became kinked. The access system was exchanged for a new one and the procedure was successfully completed. There were no patient complications and the patient's condition is stable.